Event description:
It was reported the colono videoscope image was not clear and "it's a small on the back of the scope" (pending clarification). The issue occurred during a diagnostic colonoscopy. The procedure was prolonged greater than 30 minutes and completed with a back-up device. There were no reports of patient harm.